Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a recurring restart alert and a persistent audio alarm malfunction identified as alert 65, described as audio not audible and audio over/under current; the pump remained functional and blood glucose was not affected, and the device was replaced with instructions provided regarding loss of watertight integrity, shutdown procedure, data not transferring, and return process. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.